Manufacturer narrative:
The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The patient was hospitalized for the reported event. The cause of the peritonitis was unknown. The patient was treated with injections of reflin (1gm, frequency and route not reported), tobramycin (40mg, frequency and route not reported) and heparin (25000 units, frequency and route not reported). The pd therapy is ongoing. The patient has not yet recovered from the peritonitis. No additional information is available.